Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted and discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5123383. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: 26515102. UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted and discarded per hospital policy. Additional information was received that patient was doing well postoperatively.